Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8781, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4). Final analysis of the pump found no anomalies. Final analysis of the catheter found a tear in the seal near the guide-ring of the sutureless connector.

Event description:
It was reported that the patient had passed away due to myxofibrosarcoma. It was indicated that the death was not related to the device, therapy, or implant procedure, but was due to the worsening or exacerbation of a pre-existing condition. The device system was used to deliver dilaudid, bupivacaine, and clonidine.

Manufacturer narrative:
The initial analysis result of the catheter was coded reliability non-conformance. This tear in the silicone seal issue was further investigated internally and concluded that the correct coding should be no significant anomaly and/or explant damage. Analysis of devices with observed tears in the seal near the guide ring determined that the anomaly does not affect device performance or its ability to meet product specifications. The tears in the seal material do not affect the connector performance and they do not prevent the connection from remaining patent or create a leak condition. In addition, there are no allegations of embolisms due to tear. These tears in the seal also do not present a performance issue to the connector if the catheter is reconnected. (B)(4).